Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). The device was received for evaluation. During evaluation ,the device alarmed system error 322 (link switch error (low)). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be a failed lower link switch . The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.